Event description:
The complainant stated that the head section would not lower.

Manufacturer narrative:
The account has isolated the issue to the control box. Repairs have not been completed. A follow up report will be sent once the customer discloses their investigation.